Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant of the leadless pacemaker, a stable position was unable to be achieved due to patient anatomy. It was further reported the device was deployed multiple times in the heart. The first placement had low r waves and high thresholds. The device was removed from the body after four placements and a clot was observed on the device and delivery cup. The device was flushed to clear and advanced in the body to attempt four more locations. The device was explanted and replaced. The patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the product surveillance registry clinical study.